Event description:
A zoll distributor returned, an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt could not complete testing. Upon evaluation, the cable connecting, the distribution node (dn) and ECG electrodes c and d was pulled from the strain relief, damaging internal wires. The cause of the inability to complete testing, is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted, from the damaged cable and wires.